Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Later patient representative report "allergic reactions in the breast area, especially after brief exposure to the sun", "radiating back pain in the direction of the prosthesis", "intense pressure on the breasts" , "malaise, fatigue, and difficulty sleeping"," anxiety, panic syndrome and depressive symptoms", "a diminished pragmatism and the thought of death", "recurrent infections", "urinary tract infection", ¿breast protheses contracture¿ and "lower back pain".

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength inspection was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported "pain and discomfort in the breast", "allergies on the skin that become red and itchy, especially when exposed to the sun", "anxiety...recall", and "trouble sleeping and feeling terrible". Later healthcare professional confirmed the reported events. Later, patient reported "pain behind my back", "allergies in my breast" and "psychological problems, having to be medicated all the time, because it has caused me psychological disorder of fear about this case". Later, regulatory agency reported "the patient presents a condition of depressive, anxious symptoms and hypobulia, which negatively impact cognitive, functional, and social functioning, hindering the performance of work activities. The patient is currently worried about having or acquiring a serious illness, following the discovery of a possible link between cancer and breast prosthesis, and has experienced a worsening of the overall condition since then. The patient presents initial insomnia, decreased pragmatism, and thoughts of death". Later patient representative report "allergic reactions in the breast area, especially after brief exposure to the sun", "radiating back pain in the direction of the prosthesis", "intense pressure on the breasts" , "malaise, fatigue, and difficulty sleeping"," anxiety, panic syndrome and depressive symptoms", "a diminished pragmatism and the thought of death", "recurrent infections", "urinary tract infection", ¿breast protheses contracture¿ and "lower back pain". This record is for the right side. Device remains implanted.

Event description:
Patient reported "pain and discomfort in the breast", "allergies on the skin that become red and itchy, especially when exposed to the sun", "anxiety...recall", and "trouble sleeping and feeling terrible". Later healthcare professional confirmed the reported events. Later, patient reported "pain behind my back", "allergies in my breast" and "psychological problems, having to be medicated all the time, because it has caused me psychological disorder of fear about this case". Later, regulatory agency reported "the patient presents a condition of depressive, anxious symptoms and hypobulia, which negatively impact cognitive, functional, and social functioning, hindering the performance of work activities. The patient is currently worried about having or acquiring a serious illness, following the discovery of a possible link between cancer and breast prosthesis, and has experienced a worsening of the overall condition since then. The patient presents initial insomnia, decreased pragmatism, and thoughts of death". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "sleep dysfunction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: appropriate term / code not available and sleep dysfunction.